Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, the needle detached from the mesh assembly, outside the patient, when the needle hit the cage because the carrier and cage were not aligning and did not catch. The carrier and cage were not noticed to be bent. The physician used another uphold vaginal support system to complete the procedure, with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, the needle detached from the mesh assembly, outside the patient, when the needle hit the cage because the carrier and cage were not aligning and did not catch. The carrier and cage were not noticed to be bent. The physician used another uphold vaginal support system to complete the procedure, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned uphold vaginal support system showed that the needle was missing from the blue and white dilator which confirms the reported complaint. Mechanical tests of the open access capio suturing device showed that it operated smoothly and freely. The reported complaint of the cage failing to catch the needle was not confirmed. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the needle detaching was determined to be design.